Event description:
A company representative reported that the tip of a cayman mi spring loaded awl was "broken" intra-operatively. Inspection of the returned device indicates that the device tip was deformed. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Event description:
A company representative reported that the tip of a cayman mi spring loaded awl fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.